Event description:
(B)(4). I first had a missed period, thought I was pregnant. Then in (B)(6) had a crippling abdominal pain episode that only did not land me in the hospital because we were camping. At this point I had also been struggling with weight gain that I could not understand and lower back pain that I had had for years, but attributed to aging. I then had another crippling abdominal episode in (B)(6), and did go to the ER for this one and was told it was a severe case of gastritis, but there was no legitimate reason for it to have occurred.